Event description:
On 2/12/87 an aus device was implanted. On 4/2/91 the cuff was revised. On 2/23/95 the cuff and balloon were revised. On 12/31/96 the cuff was removed from the pt and replaced due to recurring incontinence.